Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results of 60 mg/dl compared to readings of 190 mg/dl obtained on a competitor brand device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer reported being asymptomatic and a non-healthcare professional (non-hcp) provides food and insulin (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 60 mg/dl was compared to a competitor brand meter reading of 190 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 11 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.